Manufacturer narrative:
Device unique identifier (UDI) (B)(4). Approximate age of device ¿ 3 years and 7 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the system controller indicated low speed, low flow, and driveline disconnect alarms. The patient was immediately instructed to connect the system controller to battery power. At time of event, the estimated flows and pump power were elevated. The patient¿s lactate dehydrogenase (ldh) value was approximately 340 u/l, and it was reported that the lvad parameters returned to the patient¿s baseline. The alarms reportedly occurred again when the bedside nurses connected the patient to a grounded power module patient cable. The system controller was connected to external batteries. An ungrounded power module patient cable was then used, and the alarms resolved. Log file analysis completed by the manufacturer¿s technical services representative confirmed the reported pump stop events while the lvad system was connected to a grounded power module patient cable. X-ray images did not reveal obvious areas of concern on the driveline. On 31may2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. After the repair, there were reportedly no immediate alarms. The patient remained asymptomatic during this event. No additional information was provided.

Manufacturer narrative:
Review of the submitted system controller log file confirmed the reported low speed/pump stoppage events; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. The log file data captured multiple low speed/pump stoppage events on (B)(6) 2017, which were associated with low speed advisory/hazard alarms, low flow hazard alarms, driveline disconnected alarms, and elevations in pump power. The abnormal pump operation occurred only while the patient was operating on the power module and appeared consistent with a potential driveline wire compromise; however, the evaluation of the returned portion of the driveline did not confirm any wire damage. A distal end driveline replacement was performed on (B)(6) 2017 and approximately 18 inches of the replaced/external portion of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. A few areas of minor breakdown of the metal braided shield were observed along the length of the driveline segment, which appeared consistent with approximately 9 months of use. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The hospital noted that the alarms occurred while the patient was coughing. In addition, although a potential wire compromise could not be identified based on the submitted x-ray images of the external and internal portions of the driveline, the x-ray images showed a relatively tight loop near the outflow conduit hardware of the device, which could be a potential area of concern. The technical services representative indicated that no immediate alarms occurred following the driveline replacement procedure; however, an internal driveline wire issue was suspected and the patient was discharged home with an ungrounded patient cable for tethered power support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.